Event description:
This lead was attempted to be implanted on (B)(6) 2011 and not used as it dislodged. The procedure took place at albert einstein medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).